Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026, and suture was used. The patient came to the hospital for treatment due to an open injury to the right foot. During the process of suturing the patient, the doctor found that the problem of pulling off suture needle happened and replaced them with a new suture of the same batch. The suture went smoothly. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2026. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device 107g12/vcp397hcn31 and no non conformances / manufacturing irregularities related to the malfunction were identified. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales unit box and one foil with vcp397h product codes, the lot #107g12, expiration date 03/31/2030, and an apparent detachment of the needle; the suture is observed in several pieces. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle as the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? --received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.